Event description:
This event occurred earlier last month on an infant in the nicu. The PICC was in place for approximately 3 weeks before the adverse event. The primary rn found the PICC was broken at the hub and immediately removed the line. There was no harm to the infant. It was noted that the infant was very active. Manufacturer response for PICC (1.4 fr), 1.4 fr. Footprint catheter (per site reporter).